Manufacturer narrative:
Evaluation revealed the tissue protection sleeve, the drill guide sleeve and the rigid reamer to be the subject products. No further associated products were reported. Review of the manufacturing / inspection records revealed no discrepancies. The returned items were documented as faultless prior to distribution. As the items had been in use for more than 11 years, we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The appearance of the damage of the tissue protection sleeve indicated that the tube tip was ripped off by a rigid reamer during drilling. The extent of the damage suggested that the reamer got caught on the tube which may be originated in miss-alignment between drill and protection sleeve during drilling. Deep and significant scratches on the inner surface of the tube confirmed the suggestion that the reamer most likely drilled in an oblique angle and that its connection grinded on the rim. In case of intended use such damage would not have occurred. The IFU contains that the instruments shall be handled carefully to avoid superficial damage or alterations to the geometry. Based on the above facts the root cause of the reported event was not related to a deficiency of the devices, but was rather linked to an inadequate handling by the user. The brochure instructions for cleaning, sterilization, inspection and maintenance shows several examples of damage and recommends removing of such damaged products. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that during t2 femoral nail surgery, the guide sleeve broke when it was used with a reamer. The fragments splattered.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during t2 femoral nail surgery, the guide sleeve broke when it was used with a reamer. The fragments splattered.